Manufacturer narrative:
On 31-jul-2023, the following additional information about the reported event was obtained: it was reported that prior to starting a da vinci-assisted left partial nephrectomy procedure, the left eye on the surgeon side console (ssc) was black. The surgeon made the clinical decision to convert to ¿lumbotomy¿ (open incision at l1-l4) surgery due to the complicated nature of operating with only one eye. The conversion did not result in additional ports. The patient tolerated the conversion. The conversion resulted in increased post-operative pain due to parietal trauma. The patient did not experience other post-operative complications.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 26-jul-2023, the following additional information was obtained about the reported event: the hrsv (high resolution stereo viewer) monitor has been received and investigations completed. Failure analysis investigations replicated the customer reported complaint. The monitor was installed on the left side of the pca (printed circuit assembly) test system. Upon power up, the system booted up with no issues except the left eye monitor was dead. No images were being shown on the left eye of the ssc (surgeon side console). Failure analysis replicated the customer reported complaint, which indicates that the device did contribute to the customer reported issue.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the left high resolution stereo viewer (hrsv) on the surgeon side console (ssc) to solve the loss of image with a black screen and the ¿no signal¿ message. The fse replaced the blue fiber cable (bfc) dust cap behind the ssc due to it being missing. The fse also performed a p10c software upgrade on the system. The system was tested and verified as ready for use. The hrsv monitor involved with this event has been received and failure analysis evaluation is in progress. A follow-up MDR will be submitted if additional information is obtained. Review of the advanced system log was completed, and showed that the component in question ("left eye") is known as the hrsv. It can be confirmed that a 119 error message was present in the logs indicating the hrsv was drawing a lower current than expected. It is typical for this error to occur when we see a hrsv failure. It can also be seen in the logs that this error had been triggered several times leading up to this event. The fse [field service engineer] noted that for this complaint the hrsv was replaced. Review of the system log was completed, and showed the following possible related system errors: 119 : console hrsv low current: the hrsv monitors in ssc1 have a total current draw from the gpd that is lower than threshold.

Event description:
It was reported that prior to starting a da vinci-assisted unspecified procedure, the left eye on the surgeon side console (ssc) was black. The issue occurred while the patient was under anesthesia and the patient side cart (psc) was docked. Troubleshooting included shutting down the system and cycling the ssc breaker, while also cleaning the blue fiber cable (bfc) connector. After restarting the system, the left eye was still black. The starting wheel on the left eye could be seen during startup. The scope was disconnected to see if the color bars were showing on both eyes, but it was showing only on the right eye. The scope was then plugged back in and checked to see if both eyes were visible on the video side cart (vsc) touchscreen, and both were visible. The surgeon made the clinical decision to convert to laparoscopic surgery due to the complicated nature of operating with only one eyes. The laparoscopic conversion resulted in ¿significant increase in parietal trauma¿. The patient tolerated the conversion but experience more post-operative pain. A field service engineer (fse) was required to resolve the issue post-operatively.